Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: gastric bypass. According to the reporter: the stapler handle was hard to fire and made a clicking noise when firing. Operating room time extension was needed to over sew staple lines. The procedure was completed with another device. Staples were buried on the interior aspect of the biosyn sheet. Staples were fine. The first firing was ok. The second firing was performed in the articulated position and had a crunch sound. There was bleeding. The same thing happened on the third firing. Staples seemed fine. Tissue was thick because it was down by the pylorus. Surgery time extension was reported as - mins.